Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio/beep anomaly noted. Pump was programmed with multiple boluses and no unexpected display anomaly or suspend anomaly noted. The test minilink transmitter communicated properly to the pump. No transmitting anomaly noted. The blood glucose was enter 100mg/dl and the blood glucose value was displayed on the sensor graph properly. All buttons functioning properly. No damage in keypad assembly noted. Inspected lcd connector and no unlocked connector noted. The insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratched display window.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio/beeping anomaly and keypad anomaly. The customer stated that the battery was change due to a low battery alert, and when the battery was reinserted, the insulin pump was beeping, had a black dot on top of the screen, and had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 115 mg/dll at the time of the incident. The customer also stated that there was no significant event leading to the keypad issues and that they just got out of the shower and tried to reset the insulin pump due to the low battery. The customer was advised that the black dot indicated that insulin delivery was suspended. The time on the clock advanced when monitored for one minute. There was no corrosion in the battery compartment and the screen display the same information after the customer cleaned the battery cap per instructions. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned a sensor value of 47 mg/dl and blood glucose value of 115 mg/dl discrepancy but declined the troubleshooting. The insulin pump will be returned for analysis.